Event description:
It was reported that customer experienced alarm 2 related to occlusion while using cartridge with novorapid insulin. There was no adverse impact to the customer¿s blood glucose level. Customer resolved issue by changing cartridge and resuming insulin, reported no frequent or recurring occlusion issues, and no additional assistance was needed as technical support planned to close case.